Event description:
Pt developed symptoms (redness, swelling, induration, bruising) which they feel are from hypersensitivity reaction to collagen treatment. Physician has treated symptoms with topical locoid, elidel, and protopic, as well as im injection of cortisone.